Event description:
The or supervisor from the hospital reported to the local olympus branch office that there had been three recent cases of bloody diarrhea post colonoscopy. The pt's were admitted to hospital, with one of the three staying for 3-4 days. The colonoscopes used in this facility are reprocessed in an olympus-keymed auto-disinfector 2 and the or supervisor suspected that the reprocessing may be at fault. She therefore asked the olympus branch office to be contacted by the manufacturer. The or supervisor was contacted by keymed incorporated on 3rd december 1998 and she asked various questions regarding the operation and maintenance of the auto-disinfector. The importance of daily cleansing of the units's filters was stressed to her during this discussion. It was confirmed that she had a copy of the instructions for use, in which these aspects of the machines's maintenance are explained. On 7th december, she called back to report that the irrigation line 'pick-up' filter was heavily clogged on the machine in question.